Event description:
Healthcare professional further reported "stitches, heat, and breast enlargement". The device was discarded.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5 g1 h10. The previously reported event of "capsular fibrosis removal", baker grade unknown is no longer reportable to the FDA and will be un-reported.

Event description:
Previous emdr reported left side "capsular fibrosis removal", baker grade unknown. It has been determined that this event belongs to the contra-lateral side record and will be unreported for this left side.

Event description:
A healthcare professional reported, "alcl stage 1 on the left side", "cd30 positive and alk negative", "late seroma" and "capsular fibrosis removal", baker grade unknown. Pathological markers cd30+ and alk- confirming alcl have been received via aspiration cytology. The device has been explanted. This record relates to the left side.

Manufacturer narrative:
The reported events of capsular contracture, seroma, and lymphoma - alcl are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: capsular contracture baker grade unknown, seroma, and lymphoma - alcl.